Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 3.5a fuse was replaced and the generator was checked. The system was tested and found to be working as intended and put back into service.